Event description:
It was reported that there was a flow issue in an arctic sun device. Per follow up information received via email on (B)(6) 2024, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved just received at the shop. The repair was not yet started. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a flow issue in an arctic sun device. Per follow up information received via email on 16feb2024, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved just received at the shop. The repair was not yet started. No patient involvement. Per sample evaluation results on 05mar2024, it was reported that the arctic sun device had cracks on the level sensor.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect set up. However, there was insufficient information to confirm this potential root cause. The device was evaluated upon receipt. Error 41, no flow. The connector of the circulation pump is disconnected. Passed fv-est-ctu calibration. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "8.10 replacing circulation pump. 1. Follow instructions for replacing upper components per section 8.6. 2. Disconnect the cable that connects the circulation pump to the I/o board. 3. Using the screwdriver, loosen the four blue-circled screws on the brass plate that is part of the frame until the pump is loose. 4. Use the small flat blade screwdriver to pop the snap fitting open. 5. Carefully remove the circulation pump. 6. When re-connecting, ensure that the connector is correctly seated, with no exposed pins on either side (see figure 8-32). 7. Reconnect the cable connecting the circulation pump to the I/o board." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.